Event description:
It was reported that, while in use on a patient these 980 ventilators "shut down". There was no reported patient injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient this 980 v ventilator "shut down". The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm any device issue. Sp left the unit to run for 24 hours without any device performance problems. Later, the biomed ran the unit for an additional 24 hours without any issue. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. A review of the ventilator logs confirm the reported "shut down" and a loss of ventilation. With the information available, the cause of the event could not be determined. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to section d unique identifier (UDI)#. Section d9 was updated due to part return section h6 evaluation codes was updated due to analysis of returned parts. Result code (annex r) add additional code conclusion code (annex c) remove d15 and add d02 component code (annex g) remove g02005 and add g0201204. H3. Device evaluation summary: was updated due analysis of returned parts. Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient this 980 ventilator "shut down". The device was available for evaluation. A review of the ventilator logs confirm the reported "shut down" and a loss of ventilation. The service personnel (sp) inspected the ventilator and could not replicate the reported issue. Sp left the unit to run for 24 hours without any device performance problems. Later, the hospital's biomedical engineer ran the unit for an additional 24 hours without any issue. Sp attended the unit on the next day and replaced the breath delivery (bd) power controller printed circuit board assembly (pcba) and bd power distribution pcba as a precaution. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The bd power controller pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The bd power distribution pcba was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned bd power distribution pcba was attached to failure investigation test ventilator for analysis. The ventilator powered up normally and failed battery test of extended self test (est), when the alternating current (ac) power cord was removed the unit did not recognize the battery. Further investigation determined a faulty resistor (r6) on the bd power distribution pcba. The suspected cause of the reported shutdown was due to the unit's failure to transition to battery power following an ac power loss, caused by a faulty resistor (r6) on the bd power distribution pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient this 980 ventilator "shut down". There was no reported patient injury.

Manufacturer narrative:
Section d9 was updated due additional device evaluation section h6 evaluation code component code (annex g) was updated due to additional device evaluation - remove code g07001 and add g02005 h3 device evaluation summary: was updated due to additional device evaluation medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient this 980 v entilator "shut down". The device was available for evaluation. A review of the ventilator logs confirm the reported "shut down" and a loss of ventilation. The service personnel (sp) inspected the ventilator, and could not replicate the reported issue. Sp left the unit to run for 24 hours without any device performance problems. Later, the biomed ran the unit for an additional 24 hours without any issue. Sp attended the unit on the next day, replaced the breath delivery (bd) power controller printed circuit board assembly (pcba) and bd power distribution pcba as a precaution. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event could not be established. However, it is suspected that the most likely cause is a potential fault with the bd power controller pcba and/or bd power distribution pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.